Event description:
Heater on vent turned on, screen gave system error "unable to verify volumes." Patient bagged manually while ventilator was changed out. No decompensation of patient. Manufacturer response (as per reporter) for ventilator, ventilatorvent powers up normally. Error codes attached. Appears to be a communication hiccup between bdu (pneumatics) and gui (display). Did not see any error codes related to the humidifier outlet on the vent. This ac outlet is fed power from the ac panel. Awaiting word back from covidien tech support on further direction

Event description:
Heater on vent turned on, screen gave system error "unable to verify volumes." Patient bagged manually while ventilator was changed out. No decompensation of patient. Manufacturer response (as per reporter) for ventilator, ventilatorvent powers up normally. Error codes attached. Appears to be a communication hiccup between bdu (pneumatics) and gui (display). Did not see any error codes related to the humidifier outlet on the vent. This ac outlet is fed power from the ac panel. Awaiting word back from covidien tech support on further direction